Event description:
It was reported that the patient had an evacuation (presumed to mean explant) of the subdural lead with short term neurological deficits. The deficits resolved after evacuation. There were no long term complications at 5 years.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was intractable facial pain.